Manufacturer narrative:
(B)(4). This lot was manufactured between january 20, 2014 to january 21, 2014. Evaluation summary: the actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device was found to be within specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow during infusion. According to the patient, they used the infusor for two days and found that the delivery of drug solution stopped during the therapy. The drug(s) being administered to the patient is unknown. The reporter stated that no air bubbles were noticed prior to connection. There was no patient injury or medical intervention. No additional information is available.